Manufacturer narrative:
(B)(4). Maude adverse event report (mw5062488). A review of the product release form and certificate of conformance found that the driver passed all release criteria. The device was released in 06/2010 and is approximately 6 years old. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Information provided via maude adverse event report. Report number: mw5062488. Per maude report, medic unit was dispatched to a patient with a chief complaint of breathing difficulty. On arrival, the call was upgraded to a code blue as the patient was not breathing. The ez-io drill was utilized to obtain io access for medication administration. The drill dropped power prior to obtaining access and the io needle was unable to be placed in the patient. This delayed medication treatment for several minutes. IV access was obtained and full acls protocols were used, however the patient was doa at the scene. The user indicates that it cannot be stated that the death was contributed to the delay; the user is only attempting to document the incident.

Manufacturer narrative:
(B)(4). Maude adverse event report (mw5062488). The results of the investigation are incomplete at the time of this report.

Event description:
Information provided via maude adverse event report. Report number: mw5062488. Per maude report, medic unit was dispatched to a patient with a chief complaint of breathing difficulty. On arrival, the call was upgraded to a code blue as the patient was not breathing. The ez-io drill was utilized to obtain io access for medication administration. The drill dropped power prior to obtaining access and the io needle was unable to be placed in the patient. This delayed medication treatment for several minutes. IV access was obtained and full acls protocols were used, however the patient was doa at the scene. The user indicates that it cannot be stated that the death was contributed to the delay; the user is only attempting to document the incident.

Manufacturer narrative:
(B)(4). Maude adverse event report (mw5062488). The sample was returned for evaluation. A visual exam was performed and only minor cosmetic damage was observed. Functional testing was performed and no device deficiencies were identified. The saw bone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. The complaint could not be confirmed.

Event description:
Information provided via maude adverse event report. Report number: mw5062488. Per maude report, medic unit was dispatched to a patient with a chief complaint of breathing difficulty. On arrival, the call was upgraded to a code blue as the patient was not breathing. The ez-io drill was utilized to obtain io access for medication administration. The drill dropped power prior to obtaining access and the io needle was unable to be placed in the patient. This delayed medication treatment for several minutes. IV access was obtained and full acls protocols were used, however the patient was doa at the scene. The user indicates that it cannot be stated that the death was contributed to the delay; the user is only attempting to document the incident.